Event description:
It was reported that after filter deployment, the deployment sheath was retracted and the filter expanded; however, the pusher wire appeared to be stuck, in the bottom of the apex of the filter. The physician had to pull and twist to free the pusher wire from that position; when the pusher wire was finally released, the filter was tilted by approximately 45 degrees. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted; however, the delivery system has been returned, and the evaluation is currently underway.